Event description:
It was reported that the patient presented for a follow up in clinic with a right ventricular lead that exhibited increased capture thresholds and noise over-sensing. The lead was capped on (B)(6) 2022 and replaced. The patient was discharged post-procedure.